Event description:
It was reported that during testing of the external pulse generator, the device is intermittent in operation when moved around and then starts up again when it is moved around more. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, one battery contact was contaminated. It was also noted that the main clear cover was missing and the lower case was broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.